Event description:
A customer reported that they obtained imprecise sequential readings on the precision xtra blood glucose meter. The customer obtained readings of 26.9 mmol/l, 2.6 mmol/l and 4.2 mmol/l within a ten min timeframe. When plotting each of the readings against the average on a parkes error grid the results fell into the "c" zone. Results in the "c" zone are considered clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips are not available for investigation.

Manufacturer narrative:
(B)(4). The product has been requested for evaluation. A follow up report will be filed once investigation results are complete.